Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was unknown mg/dl. The customer reported that the device alarmed 10 times a day interruption of power and each time catheter and reservoir had to be changed to get rid of the alarm. The customer will continue to use the device for he moment.

Manufacturer narrative:
The pump had minor scratches on the display window. No broken end cap sticker was noted. The pump was received with a motor error alarm during the rewind due to a cracked end cap. Unable to perform the displacement test due to the motor error alarms. The pump had a cracked reservoir tube lip.